Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the new lead was implanted successfully, but it became dislodged while trying to remove the old lead. The new lead was removed and replaced. No patient complications have been reported as a result of this event.